Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling tool side was broken and torn off. Therefore, the reported condition was confirmed. The investigation is still ongoing and when additional information becomes available, a supplemental medwatch will be submitted. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from italy that during a tibial plateau leveling osteotomy (tplo) surgical procedure, it was discovered that the attachment device got stuck. As a result, the small battery drive device overheated and also got stuck. According to the reporter, the malfunction led to patient injury, resulting in a crack of the proximal stump during surgery. There was more than a fifteen minute delay to the scheduled medical procedure. However, the exact duration of the delay was not specified. The reporter indicated that the surgery was completed with a spare device which functioned as expected without any issues. There was patient involvement. There was medical or surgical intervention required as a result of this event. However, the type of intervention was not specified. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was obtained. The reporter clarified that the event occurred during a veterinary procedure. Based upon the information obtained, the complaint was further reviewed and it was determined that the event does not meet the criteria for a serious injury. This report is a malfunction. Therefore, the type of reportable event has been updated from a serious injury to a malfunction. The device investigation was still ongoing at the time of the initial report and therefore an assignable root cause was not determined. Upon further evaluation, it was determined that the assignable root cause was due to improper design. The issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.